Event description:
The patient's device was explanted. Per hospital policy, the explanted device was not returned to the manufacturer. No additional relevant information has been received to date.

Event description:
A patient's father reported that vns increased the duration of his son's seizures, which resulted in the device being programmed off. The patient requested device explant. Programming history was reviewed for the patient's device. Diagnostics after the date that the device was programmed off were within the normal limits. The nurse checked the patient's clinic notes between the implant and disablement dates and did not see any seizure calls from the patient documented in the notes. She confirmed that the patient was referred for vns explant surgery. No additional relevant information has been received to date. No surgical intervention has occurred to date.